Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of device use issue ("patient used essure to be pregnant") and off label use of device ("patient used essure to be pregnant") in a (B)(6) year-old female patient who had essure inserted. The patient's concurrent conditions included salpingitis nos and fallopian tube disorder. In (B)(6) 2013, the patient had essure inserted. The device use issue (seriousness criterion medically significant) and off label use of device (seriousness criterion medically significant) occurred on an unknown date. Essure treatment was not changed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.